Event description:
Reporter indicated that a vns pt experienced difficulty breathing and left vocal cord paralysis, during device stimulation cycles. It was reported that adjustments to programmed device settings did not alleviate the pt's symptoms. Fluoroscopy revealed left hemidiaphragmatic tetany, during device stimulation cycles. Evaluation with a fiberoptic camera revealed left vocal cord tetany and paralysis, with partial involvement of the right vocal cord, during device stimulation cycles. It was reported that the pt was unable to breath during these episodes. Revision surgery was performed, during which the surgeon noted that "the silicone around the electrode was severed and the metal electrode was making direct contact with the nerve", the lead was explanted and replaced. Stimulation was initiated immediately after lead replacement surgery, after which all adverse events have reportedly resolved.

Manufacturer narrative:
Available info suggests that the reported events were directly related to device stimulation; however, it is unk whether the observed silicone abnormality was a causal or contributing factor to the reported events.